Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon deflated spontaneously. The incident occurred twice, with 2 different lot numbers.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon deflated spontaneously. The incident occurred twice, with 2 different lot numbers.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon deflated spontaneously. The incident occurred twice, with 2 different lot numbers.

Manufacturer narrative:
Received 1 unopened biocath hydrogel coated foley catheter with the original outer unit packaging. The reported event was unconfirmed, as the problem could not be reproduced. During the visual inspection, the exterior of the sample showed no evidence of a failure that would support the reported event. The functional evaluation was conducted as follows: the device was inflated with air while submerged in water and noted no air bubbles leaking from the catheter. Inflated with 10cc of water and performed leak test. On the seventh day, the balloon was fully inflated with no signs of leaking. Dissected and inspected rubberized layer and confirmed no leakage along the rubberized layer of the lumen. The returned sample met specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: " warning:do no use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. This can lead to premature deflation and catheter fell out from patient." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon allegedly, spontaneously, deflated. The incident occurred twice, with 2 different lot numbers.